Event description:
It was reported that a patient experienced severe peritonitis coincident with peritoneal dialysis therapy and subsequently died. The patient was hospitalized for the peritonitis event. Treatment was not reported. The cause of peritonitis was unknown. One day after hospitalization the patient passed away. The cause of death was due to an unrelated medical condition. It was not reported if the patient was recovered from the peritonitis event at the time of death. It was not reported if an autopsy was performed. Peritoneal dialysis therapy was ongoing prior to death. It was not reported if the patient was performing therapy at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.